Event description:
The customer reported that while the unit was in use on a pt, the unit shutdown. The unit would run on d/c power, but not a/c power. The pt was switched to another unit and therapy was continued. No pt injury was reported.